Manufacturer narrative:
An event of thrombus on the leaflets was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017 a 27mm epic valve was implanted. The patient experienced dyspnea and a tte revealed thrombus under the leaflets. On (B)(6) 2019, an explant was performed and the thrombus was observed. The device was replaced with a 29mm masters valve. The patient was stable postoperatively.